Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the anterior tibial artery. First a zipwire and a v-18 guide wire were in exchange. Then a 2x15mm sterling balloon was used successfully. The sterling sl otw 3 x 80 x 150 balloon was used and during inflation there showed no increase in diameter. Blood came back during negative pressure in the enocre26. The procedure was completed with a 3x10mm mustang balloon catheter. No other patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a balloon angioplasty treatment procedure a balloon rupture occurred. The lesion was located in the anterior tibial artery. First a zipwire and a v-18 guide wire were in exchange. Then a 2x15mm sterling balloon was used successfully. The sterling sl otw 3 x 80 x 150 balloon was used and during inflation there showed no increase in diameter. Blood came back during negative pressure in the enocre26. The procedure was completed with a 3x10mm mustang balloon catheter. No other patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).